Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 232 mg/dl at the time of incident and the current blood glucose of the patient is 468 mg/dl. Customer treated with insulin pump and manual injection. Customer did report symptoms related to high blood glucose such as nausea, thirst. Troubleshooting was not performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.